Event description:
End user states: "the rubber from the large wheel of the mariner came off. Customer alleges no injury and or damage occured."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 6895, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1118394 rev. B (feb-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. This device reportedly has been in use for 3 months. The chair was in used during the time of this incident. It was confirmed no injury. The wheel is being replaced. Additional information was requested, however no further information has been received.